Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that left bundle branch block occurred. The subject was enrolled into the respond study in september 2014. Baseline heart rhythm revealed normal sinus. Prior to the index procedure, heparin and other anticoagulant was given. The subject did not receive any loading doses of aspirin or anticoagulant medication prior to the index procedure. A lotus introducer was placed and then the aortic valve was treated with balloon valvuloplasty with subsequent deployment of a 25 mm lotus valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location without the need for repositioning. Immediately after the index procedure, the subject developed left bundle branch block. Eight days later, the subject was discharged on aspirin, clopidogrel and warfarin.